Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 27-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
It was reported the physician performed a genicular coolief radio frequency ablation (rfa) post total knee amputation (tka) patient on (B)(6) 2019. A minimal amount of fluid was aspirated from one of the introducer sites. Prior to injection of lidocaine and lesioning, the physician tried to aspirate the target again and had no fluid return. Lesioning was then performed "for the 2:30" with no issues with impedance, temperature or generator alarms. The patient was seen for a follow-up on 03-dec-2019 and reported increased pain in the knee. Upon examination, the physician noticed reddening of the skin around that site. The patient was admitted to the hospital and a fluid specimen was obtained and tested. It revealed no signs of infection as noted by the physician. Additional information received 06-dec-2019 state the patient was treated with a medrol dose pack and vancomycin.